Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code 132.3000 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, case resolution: tamper switch: after asking customer to unstick tamper switch, error code cleared. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the unstick tamper switch error code cleared.

Event description:
It was reported that the device had an error code 132.3000. There was no patient involvement.